Event description:
It was reported to philips that the system displayed the message low load fluoro flavor selected. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed low load fluoro select message. During further investigation, fse determined that the oil leakage was caused by a loose connector between the cooling unit and the x ray tube. To resolve the issue, fse resecured the x ray tube and tightened the connector. Following these actions, the system returned to normal operation and was placed back into service in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation outcome.